Event description:
The customer reported being in the emergency room due to high blood glucose of 428mg/dl. Troubleshooting was performed. The caller stated that the insulin pump kept alarming no delivery while she was attempting to fill the tubing. The customer also mentioned that the device was stuck in the rewind mode and was connected to her body. Advised the customer to disconnect at quick release and assisted her with the prime process. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.